Event description:
The company was reported that the patient has been scheduled for revision surgery due to electrode placement. It was reported that the electrode array was "backing out of the cochlea." Advanced bionics is in the process of gathering more information.